Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with no other devices. The balloon was tightly folded and the stent was secure between the markerbands. There were numerous kinks throughout the shaft and hypotube. The hypotube was separated 29cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14jun2016. It was reported that shaft kink occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.50 rebel stent was advanced however, it was noted that the shaft had kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed that the shaft was broken.